Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was not returned to the manufacturer; therefore, the product complaint investigation consisted only of a review of the production and inspection records. The results are listed below: as the product was not returned for the investigation, visual inspection could not perform on the lens and entire injector. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Iol was difficult to inject. Additional information received: subluxation of the iol with vitreous prolaps by capsular defect/tear during surgery. Investigator reported that iol was difficult to move. One day postoperative anterior vitrectomy was conducted. Site stated that iol is located correctly and no permanent impairment for patient so far. Capsular rupture followed by vitrectomy is known as complication in cataract surgery. Posterior capsular rupture is documented as possible complication accompanying iol implantation in the instructions for use.